Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states, the catheter was placed on (B)(6) 2012 and the doctor did not notice any leaking or a hole in the extension. On (B)(6) 2012, the patient went to dialysis and the catheter immediately started leaking from the hole in the extension. The patient was sent back to ir later that day to have the catheter replaced. This catheter was in for 24 hours.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will forwarded.